Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance on the right ventricular (rv) channel. A chest x-ray showed that this ICD had turned on it's axis and the lead was twisted. A revision procedure was performed and the rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.